Event description:
The pt was operated in august, but 10 days after the distal blocker was off the screw head and the pt was revised. As surgical intervention was required, an MDR is filed to document this event. Device 1. See also: 1526439-2010-00135.

Manufacturer narrative:
No anomalies were found with the returned devices and no connection could be made between the reported event and the implants used in the case. A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct fully tightened and assembled properly. Construct loosening is listed as a possible adverse outcome in the instructions-for-use (IFU) supplied with the device.